Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other or non-product experienced. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to the patient required an implantable cardioverter defibrillator (ICD) upgrade due to a closed vein, necessitating a new system on the right side. This rv lead was replaced. No additional adverse patient effects were reported.